Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of greater than 2000 ohms and was not able to capture at 10 volts. An x-ray was performed to evaluate the lead, with no irregularities observed. The patient had received appropriate shock therapy, so the high voltage portion of the lead appeared to be functioning appropriately. A guidant technical services consultant recommended checking the lead to device connection and checking the rate/sense portion of the lead with a pacing system analyzer (psa) to verify lead integrity. It was reported that this patient has terminal lung cancer and may have undergone a procedure that could have caused damage to the lead. The physician has turned off device therapy for this patient.